Event description:
On 13/jan/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler, liberty cycler set and stay safe cap for renal replacement therapy (rrt) contracted peritonitis, and his pd catheter (not a fresenius product) was removed. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for methicillin resistant staphylococcus aureus (mrsa) on (B)(6) 2025, and the patient¿s antibiotics were continued. Upon receiving the peritoneal effluent fluid culture results, the nephrologist ordered the removal of the patient¿s pd catheter on (B)(6) 2025 and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed the same day. The patient transitioned to hd for rrt without any reported issues and will complete the remaining antibiotic course intravenously. The patient was discharged home on (B)(6) 2024 in stable condition and began outpatient hd therapy on (B)(6) 2025. The pdrn attributed causality to the patient¿s reuse of a stay safe end cap. The patient reportedly completed treatment and realized he did not have a replacement cap and reused the pretreatment stay safe end cap. Reeducation was provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues.